Manufacturer narrative:
Patient identifier, date of birth, age and weight is not available for reporting. This report is for one (1) unknown plate. Part and lot number is unknown. Without a valid part and lot number, UDI is not available. Unknown when patient was originally implanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was completed on (B)(6) 2017 to treat a malunion of the ankle. It is unknown when the patient was originally implanted. Patient was revised with a locking fibula plate and screws. One intact plate was removed along with an unknown number of intact screws. The surgery was successfully completed with no delays or harm to patient. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).